Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. Physio then completed other, unrelated, repairs and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device had a blank display upon being powered on. Physio-control made multiple attempts to contact the customer in order to clarify if the device¿s critical functions were operable, but no response was received. As a result, physio was unable to confirm if the reported issue was solely display related (and the device was still functional), or if it had experienced a power related issue that could delay or prevent defibrillation if it were necessary. There was no patient use associated with the reported event.